Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 8 months.  The patient remains ongoing with the device. Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient presented with elevated lactate dehydrogenase (ldh), and had a known infection; however, the details of the infection were not specified. The patient was medically managed. Additional information was requested, but was not provided.

Manufacturer narrative:
No product was returned for evaluation. A direct correlation between the device and the reported event could not conclusively be established through this evaluation. Infection and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that care was withdrawn and the patient expired on (B)(6) 2017. The patient had multiple multidrug resistant infections. The pump and its components will not be returned for evaluation.